Manufacturer narrative:
The device was returned to olympus for inspection. Images are not displayed due to damage to the charge coupled device unit. A root cause could not be identified. Based on the investigation results the most likely cause of this complaint is expected to be a predictable or random component failure, rather than a design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the bronchovideoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated that no image was found. There was no patient involvement.